Manufacturer narrative:
Result: broken fowler motor brake clutch.

Event description:
It was reported by service report that the fowler was drifting down with weight, and would not stay up. It is unknown if there was patient involvement. However, no adverse consequences were reported.